Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient was hospitalized from (B)(6) 2024 to (B)(6) 2025 due to ketoacidosis. Before hospital admission, the insertion was performed after double disinfection with alcohol pads on the abdomen. S blood glucose steadily increased from 200 mg/dl to 300 mg/dl. The insertion was reinserted twice in a row, and the values did not decrease. The catheters were not bent, and there was no insulin in the patch area. The patient then went to the hospital. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (8021545-2025-00864), was submitted on 02-may-2025. However, based on the additional information received, it was found that adverse event not infusion set related. Now, this case has been determined to be non-reportable after the additional information received on 20-april-2025. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.